Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported muscle cramps in the lower extremity and headaches when stimulation was on. The physician assessed that the patient symptoms were not suspected to be caused by the evoke scs system. The patient was receiving the intended nerve pain relief with use of the evoke scs system. At the patient¿s request, the evoke scs system was explanted. The patient symptoms of lower extremity cramps and headache were confirmed to be present following the removal of the evoke scs system.